Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, stability was achieved after prosthetic restoration, the consumer also reported that implant did not osseointegrate, but primary stability was achieved.

Event description:
The consumer reported that the patient had a tooth type of 2, stability was achieved after prosthetic restoration, the consumer also reported that implant did not osseointegrate, but primary stability was achieved.